Manufacturer narrative:
This report is submitted on june 15, 2020.

Event description:
Per the clinic, it was reported that the patient was placed under general anesthesia on (B)(6) 2020, in order to replace the patient's abutment due to recurrent infections at the implant site.